Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would continue to indicate "connect electrodes" when the defibrillation therapy electrodes were connected to the patient. With the device unable to detect the patient connection, the end user was unable to provide defibrillation therapy to the patient. The customer indicated that they were able to implement a backup device within a few seconds and determined that the patient was in an asystole rhythm. The patient did not survive the event. The customer (nurse) indicated that the reported device issue likely did not contribute to the death of the patient as there was a backup device available immediately and the patient was in an asystole rhythm.